Event description:
It was reported that a patient presented in-clinic for an explant procedure. During a prior device interrogation, erosion was found on the patient's pacemaker. The patient's size was suspected as the cause. No system infection or additional erosion was identified. The pacemaker was explanted (B)(6) 2021. The patient was stable throughout and no symptoms were reported.